Manufacturer narrative:
(B)(4). This is a report of use error where a initial drain alarm was set to off with a last fill volume of 2000ml. The homechoice and homechoice pro apd systems patient at-home guide warns that ¿setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation.¿ a review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient failed to follow therapy steps during programing for peritoneal dialysis therapy. The initial drain alarm was set to off with a last fill volume of 2000ml. The technical service representative advised the patient to reprogram for a more appropriate initial drain alarm setting. There was no patient injury or medical intervention associated with this event. No additional information is available.